Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind and motor position encoder error alarms were confirmed in the history file due to motor encoder signal out of phase. The excessive no delivery alarm test could not be performed due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had been alarming motor error and no delivery. The blood glucose at the time of the incident was 125 mg/dl. The customer stated that the alarm history also showed a motor position encoder error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.